Manufacturer narrative:
Investigation is pending litigation and root cause has not yet been determined. An investigation will be allowed (date unknown) and a follow MDR will be submitted once finalized results can be established. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports are that the end user was driving in her van while occupying the wheelchair. The docking device for the wheelchair indicated the unit was locked and secure, symbolized by green led. The wheelchair accidentally disengaged from the docking system and began to roll backwards. This event is reported to have caused the vehicle to accelerate as the vehicles driver controls remained in hand as the wheelchair rolled backwards, which resulted in an accident and sustained injuries (exact injuries have not been confirmed).